Manufacturer narrative:
The device was evaluated and no related failures were found to the reported event. The device was given preventative maintenance and returned to the customer.

Event description:
It was reported that during surgical procedure at the user facility, the universal handpiece overheated. The procedure was completed successfully without delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during surgical procedure at the user facility, the universal handpiece overheated. The procedure was completed successfully without delay; no adverse consequences or medical intervention were reported.